Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during setup, the purge line which is located on port on the hole of the oxygenator was disconnected from the connector. No patient involvement. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 8, 2017. (B)(4). The sample was returned for evaluation. The sample was visually inspected upon receipt, during which the excess glue ring was visible on the pigtail tubing at the oxygenator port; however, damage to the tubing could not be confirmed. The sample was leaked tested by filling the unit with water and pressurizing to approximately 650 mmhg. No leaks were noted during this test, specifically from the pigtail tubing. No anomalies were noted. A retention sample from the same product code/lot number combination was visually inspected and confirmed to not have any damages or anomalies anywhere on the device, specifically at the quick disconnect line. A review of the device history record revealed no manufacturing anomalies. All capiox units are 100% visually inspected at several points in the production process. The excess glue ring around the pigtail tubing likely appeared as a slit or damage to the customer, causing them to not use the product; however, there were no anomalies with the unit. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.